Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit had a cracked bottom and battery door cover, a loose patient cable near the connectors, and feet that were in a bad state and needed to be replaced.

Manufacturer narrative:
Section d4: expiration date was inadvertently added in the initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of damaged housing and jacket near the connector was confirmed with the reference photos of mobile power unit serial # (B)(6). The submitted reference photos captured the separation of the sleeve around the connector, the fracture on the bottom housing and a fracture around the battery door locking screw. The separation of the sleeve appears to be related to the loss of adhesion from the glue. The fracture on the bottom housing appears to be related to a sudden impact. The fracture around the battery door locking screw appears to be related to the overtightening of the locking screw. A root cause of the damaged housing and connector could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit serial # (B)(6) was shipped to the customer on (B)(6) 2016. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.